Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is in control group, on med. During the control procedure one sherpa guide catheter was used. Approximately 7 months later there was suspicion of dissection of the left renal artery. No action taken. The investigator assessed the event as possibly related to the procedure and not related to the therapy, study catheter or the study generator. Site commented "possible relation to renal angiogram and dissection unlikely but cannot be excluded". Patient recovered without sequelae.